Event description:
No harm to patient. The green lancets in lot l0+240929r. They dont uncap without hindering the ability to prick a patient.

Event description:
No harm to patient. The green lancets in lot l0+240929r. They dont uncap without hindering the ability to prick a patient.

Event description:
No harm to patient. The green lancets in lot l0+240929r. They dont uncap without hindering the ability to prick a patient.